Manufacturer narrative:
No components were returned for analysis and review of the device history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following the procedure, the puncture site was closed with an angio-seal device. Fluoroscopy was performed on the groin and was reported to confirm the puncture was in the common femoral artery. The physician reported that when pulling the device back in the final stages of deployment, he did not feel that the angio-seal had deployed correctly even though it appeared to be a normal deployment. There was slight bleeding and the patient was asymptomatic but no pedal pulses were observed. The angio-seal was surgically removed and the surgeon reported that the device including the collagen was removed at the profunda. The patient was reported as fine.